Event description:
It was reported that the pump battery could not be charged, and subsequently shut down. Additionally, the pump time was incorrect by 7 minutes. Tandem technical support assisted customer to correct pump time. There was no reported impact to customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.